Event description:
Caller stated that eli lilly insulin humapen is not working properly, when he shoots the pen at a specific number he does not get adequate amount of insulin delivered. Caller stated he has to be observant making sure the pen is working properly each time it is used.